Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report clip open while establishing final arm angle and cardiac arrest requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. One clip was advanced into the patient anatomy and positioned on the mitral valve. While establishing final arm angle (efaa), the clip opened to 45 degrees. Troubleshooting was performed but was unsuccessful and the decision was made to remove the clip. The clip was inverted and while removing the clip from the ventricle to the atrium the patient coded (flatline no rhythm). Cardiopulmonary resuscitation (CPR) was initiated via chest compressions and an external pacemaker was activated. Patient's rhythm was captured and the clip was quickly removed from the patient. A temporary pacemaker was implanted and once the patient was stable the procedure continued. A new clip was used and successfully implanted in the patient reducing the final mr to a grade of 1. There was a reported delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the device to analyze, a cause for the reported clip opening while establishing final arm angle (efaa) could not be determined. A cause for the reported cardiac arrest could not be determined. Additionally, cardiac arrest is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions and delay to treatment were the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).